Event description:
It was reported that a male patient underwent an paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that the patient suffered a pericardial effusion toward the end of the a-fib/a-flutter ablation. After ablating the cti line in the right atrium, the physician went transseptal and performed a waca in the left atrium. They went back into the right atrium and mapped, checking for bi-directional conduction block along the cti line, and ablated more laterally along the cti line. They noticed that the coronary sinus (cs) catheter had moved compared to the snapshot on the carto 3 map had moved about 1 cm from its original location. A drop in the patient's blood pressure was noticed, and the effusion was then diagnosed using intracardiac ultrasound. A pericardiocentesis was performed and the biosense webster, inc. Representative stated the patient appeared to stabilize, though they were not allowed back into the lab during the intervention. The physician did not indicate if they believed bwi products contributed to the patient event. Additional information was received. Called during the adverse event. The adverse event was discovered during use of biosense webster products. The physician believes that due to patient anatomy, that when going transseptal, his septal anatomy led ultimately to the pericardial effusion. At the time that he believes the pericardial effusion to occur, he was using ice to visualize his transseptal puncture. They tapped the patient and were able to alleviate the blood build up and ultimately they stop the bleeding. The patient did not have to be transported to the operating room for further intervention. Outcome of the adverse event was fully recovered. Patient was sent home on (B)(6) 2022. The patient had to stay two days. Patient was born in 1972. Do not have actual birthdate. Patient was 50/51. Medical history: patient was healthy, a long distance runner. Ran 7 miles a day. Baylis nrg was the needle used for the transseptal puncture performed. Ablation was performed prior to noting cardiac tamponade. No evidence of steam pop. The event occurred during the checking phase; post: cti, transseptal, waca, back to right to check cti, additional ablation, then pericardial effusion. The flow setting was set at manufacturers recommended flow 8/15 depending on wattage. Correct catheter settings were selected on the generator. Pump switching was from ¿low¿ to ¿high¿ flow during ablation. No error messages observed on biosense webster equipment during the procedure. Force visualization features used were graph, dashboard, vector and visitag. Parameters for stability used for the visitag module was 3 mm size tags, visitag settings were 3mm, 3 s., 25%, 3 g. Additional filter was used with the visitag; had on ¿indicate force value above¿ and had on 40 grams for warning. Tag index was used.

Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 23-nov-2022. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)

Manufacturer narrative:
It was reported that a male patient underwent an paroxysmal atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered cardiac tamponade requiring a pericardiocentesis. The device evaluation was completed on 21-dec-2022. The product was returned to biosense webster (bwi) for evaluation. A visual inspection and an evaluation of all features of the device were performed following bwi procedures. Visual analysis revealed no damage or anomalies on the device. Per the event, several tests were performed. The electrical and temperature were tested, and no issues were observed. In addition, the product was deflecting and irrigating correctly. No malfunctions were observed during the product analysis. The device was connected to carto 3 system, and the device was visualized and recognized correctly; however, error 106 appeared on the system due to an open circuit on the tip area. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The root cause of the adverse event remains unknown. There may have been other circumstances or issues that occurred during the use of the device that could not be replicated during the analysis. The instructions for use (IFU) states that careful catheter manipulation must be performed to avoid cardiac damage, perforation or tamponade. The root cause of the adverse event remains unknown. The instructions for use (IFU) contain the following recommendations: the force sensor of the catheter is disconnected. If the problem persists, replace the catheter cable or the catheter. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through bwi's quality system. Initially the lot number was unknown, however, during the device analysis, the lot number was retrieved. Therefore, d4. Lot, d4. Expiration date and h4. Device manufacture date were processed. Explanation of codes: investigation findings: no device problem found (c19) / investigation conclusions: no problem detected (d14) were selected as related to the customer¿s reported ¿adverse event¿. Investigation findings: open circuit (c0205)/ investigation conclusions: cause not established (d15) / component code: sensor (g03012) were selected as related to the biosense webster inc. Product analysis lab observed the ¿force sensor ¿ internally damaged¿. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4)